Event description:
In (B)(6)2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6)2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6)2010, the patient began remedial therapy with vancomycin (1gm, loading dose, intraperitoneal (ip), amikacin (125mg, loading dose, ip) and heparin (2000 units, three times/day, ip). It was unknown whether the peritonitis resolved. Pd therapy was ongoing. No concomitant medications were reported. No statement of causality was reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown, and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor these reports to determine if further actions are required.